Manufacturer narrative:
Investigation results completed on a smiths medical cadd solis vip 2120 pump. Pump was visually assessed and revealed damaged lens. Down stream bubbled and battery compartment damaged. Event log was able to validate complaint with alarm lec lec 41627. When evaluation and tests were down on device, the complaint was not verified but noted to have excessive noise when powering on. Action was taken to replace motor for preventative measures.

Event description:
Information received a smiths medical cadd solis 2120 pump alarming lec 41627 . No patient involvement in event.